Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
Reported via journal article. It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred. The next day the patient reported to have chest pain. A transthoracic echocardiogram (tte) did not reveal a pericardial effusion. The patient was discharged on 0.6mg of colchicine. The chest pain persisted for 1 week post procedure, but again the tte showed no presence of a pericardial effusion. The patient presented for their 6 week follow up transesophageal echocardiogram. The imaging showed that the patient had a moderate pericardial effusion. Three days later the patient present with dyspnea and tachycardia. A tte revealed a large pericardial effusion with cardiac tamponade. A pericardiocentesis was performed and 500ml of fluid was drained. A follow up 1 week later revealed no effusion was present. The patient was doing fine.